Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break is-1 to the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The right ventricular (rv) lead experienced placement difficulty during an implant. Also the lead helix would not fully extend. The lead was returned for analysis and product investigation determined that the lead was fractured. No adverse patient effects were reported.